Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following an MRI scan, the device went into backup mode due to MRI interference. The device was reprogrammed in clinic to resolve the event and the patient was stable with no consequences.